Event description:
During the procedure the physician intended to use a complete se device to treat lesion in the sfa. The device was inspected prior use without any issues noted. There were no issues noted when the device was inserted into the patient prior to deployment of the stent. No difficulties encountered during attempted stent deployment. The target lesion exhibited moderate tortuosity, moderate calcification and 70% stenosis. The lesion was pre-dilated. It was reported that the delivery system could not be removed from the stent after positioning. The physician removed the delivery system with the stent and used another device to complete the procedure. No patient injury reported.

Manufacturer narrative:
Evaluation results: (root cause undetermined). No results available since no evaluation was performed (device not returned). Patient¿s condition affected effectiveness of device (70% stenosis, moderate tortuosity, moderate calcification). Device not returned. Evaluation conclusion: (root cause undetermined). Unable to confirm complaint (device not returned). Device failure related to patient condition (70% stenosis, moderate tortuosity, moderate calcification). (B)(4).